Event description:
Patient was revised for tibial loosening at the cement- prosthesis interface: first generation attune tibia. Also, the poly had previously been revised. The original poly insert was a 5mm while an 8mm was explanted today. Doi: (B)(6) 2013. Dor: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.